Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Right hip revision due to periprosthetic fracture with stem subsidence. Original date of implant was (B)(6) 2016 (hemi arthroplasty). Patient was revised to a restoration modular hemiarthroplasty.

Manufacturer narrative:
An event regarding periprosthetic fracture and subsidence involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection: the returned stem has some scratches on the neck which are consistent with explantation damage. The device was otherwise unremarkable. -medical records received and evaluation: no information was received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as x-rays and patient medical records are required to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
Right hip revision due to periprosthetic fracture with stem subsidence. Orginal date of implant was (B)(6) 2016 (hemi arthroplasty). Patient was revised to a restoration modular hemiarthroplasty.